Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This right ventricular lead exhibited high out of range shock impedance measurements. Technical services discussed troubleshooting options. The lead configuration was expected to be adjusted. This lead remains in service. No adverse patient effects were reported.